Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and block prior to use on pts. Anesthesia tech reported that during a surgical case, detected some resistance when squeezing the anesthesia breathing bag. The staff members obtained another circuit and replaced the circuit in use and continued the case. There was no reported harm to the pt. The hosp reported that the circuit was later inspected and that the gas sampling elbow was partially occluded.